Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated architect stat troponin-I results on the architect i1000sr, serial number (B)(6). Through an extensive investigation, the fsr found the pm sensor, tested, short cable, part number a-204217-02, and syringe assy, part number 7-77650-09, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for three patients. The following data was provided (customer¿s reference range is 0.00-0.028 ng/ml): sample ID m initial result, on (B)(6) , was 0.034, repeat was 0.027 ng/ml; patient was redrawn on (B)(6) , and the result was 0.14 ng/ml. Sample ID a initial result, on (B)(6) , was 0.034, repeat was <0.010, sample was recentrifuged and the repeat result was 0.019 ng/ml; patient was redrawn on (B)(6) , and the result was 0.024 ng/ml. Sample ID m and a were sent to a reference lab with an architect analyzer and the results were all <0.010 ng/ml. The customer recalibrated the probe, ran calibration and qc, and the repeat results for sample ids m and a were <0.010 ng/ml. Sample ID g initial result, on 29jul, was 0.042, repeat was 0.013 ng/ml; customer put on a new reagent pack and the result was 0.025, repeat was <0.010 ng/ml; patient was redrawn, and the result was 0.016, repeat was <0.010 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
It was discovered on august 30, 2023 that the initial and supplemental emdr for this issue were submitted under the correct suspect medical device, but incorrect manufacturer name, city, and state. Emdr number 3016438761-2023-00486-00 has been submitted for the correct manufacturing site and all further information will be documented under that emdr.

Event description:
The customer observed falsely elevated architect stat troponin-I results for three patients. The following data was provided (customer¿s reference range is 0.00-0.028 ng/ml): sample ID m initial result, on 27jul, was 0.034, repeat was 0.027 ng/ml; patient was redrawn on 28jul, and the result was 0.14 ng/ml. Sample ID a initial result, on 27jul, was 0.034, repeat was <0.010, sample was recentrifuged and the repeat result was 0.019 ng/ml; patient was redrawn on 28jul, and the result was 0.024 ng/ml. Sample ID m and a were sent to a reference lab with an architect analyzer and the results were all <0.010 ng/ml. The customer recalibrated the probe, ran calibration and qc, and the repeat results for sample ids m and a were <0.010 ng/ml. Sample ID g initial result, on 29jul, was 0.042, repeat was 0.013 ng/ml; customer put on a new reagent pack and the result was 0.025, repeat was <0.010 ng/ml; patient was redrawn, and the result was 0.016, repeat was <0.010 ng/ml. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated architect stat troponin-I results for three patients. The following data was provided (customer¿s reference range is 0.00-0.028 ng/ml): sample ID m initial result, on (B)(6), was 0.034, repeat was 0.027 ng/ml; patient was redrawn on (B)(6), and the result was 0.14 ng/ml sample ID a initial result, on (B)(6), was 0.034, repeat was <0.010, sample was recentrifuged and the repeat result was 0.019 ng/ml; patient was redrawn on (B)(6), and the result was 0.024 ng/ml. Sample ID m and a were sent to a reference lab with an architect analyzer and the results were all <0.010 ng/ml. The customer recalibrated the probe, ran calibration and qc, and the repeat results for sample ids m and a were <0.010 ng/ml. Sample ID g initial result, on (B)(6), was 0.042, repeat was 0.013 ng/ml; customer put on a new reagent pack and the result was 0.025, repeat was <0.010 ng/ml; patient was redrawn, and the result was 0.016, repeat was <0.010 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID m, sample ID a, and sample ID g. All available patient information was included. Additional patient details are not available.